Manufacturer narrative:
Additional information was requested. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that a patient was implanted with a wagner stem (catalog number unknown) on unknown date. After unknown time invivo the patient was revised due to infection on unknown date. (Journal article: nonmodular tapered fluted titanium stems osseointegrate reliably at short term in revision thas; nemandra a. Sandiford mbbs, msc, frcs(tr&orth), donald s. Garbuz md, mhsc, frcs(c), bassam a. Masri md, frcs(c), clive p. Duncan mb, msc, frcs(c); clin orthop relat res (2017) 475:186¿192).

Manufacturer narrative:
Trend analysis: the trend analysis could not be performed as no item number was available device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description (event details, per): it was reported in the journal article that three patients underwent revision of the stem due to infection. The patient had a wagner sl stem implanted and one of following acetabular components: -trilogy acetabular components (31 cases) - trabecular metal modular cups (67 cases), - unknown (six cases). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The sterilization certificate of the devices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Additionally, the onset date of the infection is unknown. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, all possible causes related to the issues reported are listed in dfmea for wagner stem. For the unknown cup, a continuously monitored and updated dfmea is available, as for every zimmer implant. Conclusion summary due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, it is not suspected that the product caused or contributed to any patient infection. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).